Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# unknown, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was admitted to the pediatric intensive care unit (ICU) due to severe pneumonia on (B)(6) 2013. The patient needed oxygen support via a mask and monitoring. It was then reported per the patient¿s mother on the report date that the critical alarm from the pump was heard. It was noted ¿that is probably going on for many days¿. The patient¿s ICU health care provider (hcp) was contacted. The hcp from the spasticity treatment unit then examined the patient and the pump. A double critical alarm was clearly heard every ten minutes as programmed. A motor stall was noted upon interrogation and the logs were read. Per provided pump logs, the pump was examined on the report date and along with the motor stall message a stopped pump period may exceed tube set message also appeared. The stall had occurred on (B)(6) 2013 at 17:37 and the tube set message was seen on (B)(6) 2013 at 17:37. A 50 mcg bolus was then programmed. It was reported a continuous motor stall message was displayed at every interrogation. The alarm was silenced at 19:38 on the report date. The patient then started with oral baclofen, was vitally stable and monitored with minimal oxygen addition due to respiratory distress from active pneumonia. The patient was scheduled for re-implantation as soon as his vital status was favorable. It was noted there had been no critical events or volume discrepancies since implant. The device system was used to deliver baclofen. It was later reported the patient had been hospitalized due to ¿other health problem (pneumonia)¿ prior to the motor stall being discovered. It was later reported that no potential electromagnetic interference (emi) source was identified. It was noted the hcp was ¿pretty good¿ and the first thing he did was look for an emi source. Later, the pump was explanted and replaced. The patient was stable during surgery and was not vitally ¿endarged¿ at any moment since the pump stall had occurred. After explant and disconnection of the pump from the catheter, the explanted pump was interrogated and there was no information about the stall anymore. Logs of the explanted pump were read again and there was a note that on (B)(6) 2013 at 09:25 motor stall recovery occurred. It was noted the recovery ¿seemed¿ to follow a few minutes after the disconnection from the catheter. It was reported ¿important issue is that liquor was easily and without sign of obstruction aspirated retrogradly from the catheter after disconnection and therefore we can exclude with the highest probability that catheter occlusion could be a reason for pump stall¿. It was then reported the same catheter was connected to the new pump and a priming bolus was performed. The patient was reportedly clinically better the day following the replacement and with interrogation everything seemed to be ¿ok¿.

Manufacturer narrative:
Analysis of the pump found gear train anomalies with the motor; a stall due to gear wheel three was found along with corrosion and/or wear and/or lubrication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.